Event description:
Device report from (B)(6) indicates patient represented with bent plate post operatively with no signs of further trauma to create this. The device was explanted.

Manufacturer narrative:
Device was received at synthes (B)(4) and is in the eval process, no conclusion can be drawn.